Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that insertable cardiac monitor (icm) exhibited low battery alert, and it was found in backup mode. The icm was explanted. There were no patient consequences.

Manufacturer narrative:
Additional information was requested but not received.